Event description:
It was reported that the patient received inappropriate therapy due to probable t-wave oversensing (twos) on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted (B)(6) 2003. (B)(4).